Event description:
Related manufacturer report numbers: 2017865-2021-28869, 2017865-2021-28876. Additional information received indicated a dislodgement of the right atrial (ra) lead and left ventricle (lv) lead were observed due to twiddler¿s syndrome. Additionally, a migration of the device was noted due to twiddler's syndrome. The lv lead and the device were explanted and replaced to resolve the event. The ra lead was repositioned and remains implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, a lead dislodgement was observed. The lead was explanted and replaced to resolve the event. The patient was stable condition and will continue to be monitored.